Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reports that approximately 3-4 weeks ago, the pump delivered too much insulin and caused him to experience a severe episode of hypoglycemia. Patient was a passenger in a car being driven by his wife at the time of the drop in blood glucose level and become confused and felt faint. His partner parked and contacted the paramedics. Paramedics arrived, and after finding that his blood glucose was very low with their own meter (patient does not recall what exact reading was), removed the patient's pump (which was delivering basal insulin). Paramedics administered him glucogel via mouth to bring his blood glucose back within range, followed by some fruit to eat. Once the patient seemed to be fully alert with his blood glucose back within target range, the paramedics left the patient so that he could return home with his partner. Caller also reported he awoke the morning of (B)(6) 2017 and blood glucose was 3.0mmol/l, which patient attributes to pump delivering inaccurate insulin. No adverse event alleged in that instance. A request was made for the return of the device.